Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion in the lcx with moderate calcification, moderate tortuosity and 90% stenosis. It was reported that the lesion was pre-dilated with a non-medtronic balloon at 10 atm for total 30 sec, 50% stenosis remained after pre-dilation. No abnormalities were noted during inspection and prep of the resolute integrity drug eluting stent before the operation. The physician intended to treat the target location in the lcx but it was unable to pass through the vessel angle of 90 degrees from the lad to the lcx . Resistance was felt during attempted delivery to the lesion site , specifically strong resistance against the tortuosity was felt . The device was removed and it was noted that the stent had dislodged near the cx of the lmt. The physician was unable to remove the dislodged stent and it was crushed by a non-medtronic balloon and adhered to the vessel wall using a non-mdt stent . No reported patient complications or other clinical sequelae. Evaluation summary: the device was returned for analysis. Crimp impressions were visible along the working length of the delivery system balloon. The dislodged stent was not returned for evaluation.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent embolism); patient¿s condition affected effectiveness of device (lesion morphology ¿ vessel at angle of 90 degrees from the lad to the lcx, 90% stenosis, moderate calcification, tortuosity). Deformation problem - (stent not present). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ vessel at angle of 90 degrees from the lad to the lcx, 90% stenosis, moderate calcification, tortuosity). 22 inherent risk of procedure ¿ (stent embolism). (B)(4).